Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. The investigation determined the likely cause of the fan 2 failure at 25 degrees, was failure of a cable.

Manufacturer narrative:
This is a combination product. The device was evaluated by olympus and it was determined that the unit failed the fan speed test on lamp fan 2 at 25 degrees.

Event description:
An olympus, otv-s200, visera elite ii video system center was returned to olympus with no problem reported. Upon processing and inspection of the device by the service department, the unit failed a fan check. There was no patient injury or harm, associated with the problem, reported to olympus.